Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a motor error alarm during bolus. The customer did not list any significant events leading up to the error alarm. Customer also confirmed that the insulin pump had several other error alarms in the alarm history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the self test and reset test with no error alarms. No unresponsive buttons were noted. All of the buttons functioned properly. No moisture damage or corroded keypad traces were noted. The keypad connector was locked. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump had a cracked display window, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.